Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient came to the clinic with a changed hearing performance. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, damage likely caused by an external mechanical impact have led to further wire fractures in the active electrode. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient came to the clinic as his hearing performance had changed. No report of trauma has been received. The user was re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The patient came to the clinic with a changed hearing performance. No report of trauma has been received. Re-implantation is considered but no date received.